Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode of syncope and was admitted to the hospital. It was noted the left ventricular (lv) lead had a high/unstable pacing threshold, along with a high pacing impedance measurement. In addition, the right ventricular (rv) lead had a high threshold with high pacing impedance and a low pacing impedance value observed. Lv lead and rv lead fractures were suspected; the rv lead was programmed off to lv-only pacing. The rv lead was later capped and replaced and the lv lead was plugged into the lv port of the new device and turned off. No further patient complications have been reported as a result of this event.